Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint. -patient is seeking compensation. Doi: (B)(6) 2005 - dor: none reported (right hip). (B)(6). **update**(B)(4) 2012- cd with x-rays was received. The complaint has been reopened. There is no new information at this time that would change the outcome of the MDR decision. **update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, implant loosening, excessive metallic debris and difficulty ambulating. The MDR decision is now being reversed to address these issues.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, implant loosening, excessive metallic debris and difficulty ambulating. The MDR decision is now being reversed to address these issues. The devices associated with this report were not returned and are presumed yet implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.